Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a spinal procedure using anterior approach at l5-s1. "One of the stability pins broke into the vertebrae of the patient, the broken piece of the instrument could not be removed." No further details are known at this time.